Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1895cn as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name), d3 (manufacturer details), d4 (product model, catalog, serial, lot number, expiration date and primary UDI number) and h11 (added verbiage for puerto rico manufacturing site and verbiage for devices not marketed in the united states) with this supplemental report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product mmt-1895cn. Mmt-1895cn will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly with the insulin pump and received a stuck button alarm. The customer reported no adverse event. The event involved product(s) unk_ngp. Troubleshooting was performed, and it was found that the stuck button alarm occurred without prolonged button press or exposure to altitude changes. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Unk_ngp was requested and the customer response was that the device will be returned.